Event description:
The pt's son reported, that his mother underwent the placement of a pace maker. The pt wore her infusion device during the procedure, but it was in the stop mode. The pt's son stated, that the pt attempted to bolus after the procedure, and the infusion device beeped four times, and they do not believe that the device delivered the intended bolus. The pt's son stated, that the device would not respond to button pushes or would not power on. The pt did not receive any alarms or error messages on her infusion device. During troubleshooting with the company rep, the pt's son was advised to replace the batteries. Upon insertion of new batteries, the infusion device powered up and functioned properly. The pt did not require any medical attention from a healthcare professional or second party to address the issue. The device was requested to be returned for evaluation.